Manufacturer narrative:
Device passed the displacement test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding. The customer¿s blood glucose level was 80 mg/dl. Customer stated that the insulin pump took too long time to respond and had problems with getting the insulin pump to let them put in the numbers. Customer states that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Troubleshooting was done for keypad anomaly. Customer reported that the buttons were not responding after changing the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.